Event description:
It was reported that the patient underwent an initial left hip arthroplasty. Subsequently, a revision surgery due to pain, elevated metal ions and trunionosis was performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cap (item#: unknown, lot#: unknown). Unknown stem (item#: unknown, lot#: unknown). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10 no product was returned, but pictures were provided. Picture of the metal head shows signs of wearing on the head adapter. No further assessment is possible. Part and lot identification are necessary for review of device history records, lot number was not provided. Device used for treatment. Radiograph were provided and reviewed by a health care professional: left total hip arthroplasty with possible osteolysis of the proximal femoral stem medially at the lesser trochanter. Punctate hyperdense foci surrounding the joint space are nonspecific but can be seen in the setting metallosis. Correlate clinically. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.